Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose was high (value was not provided). Customer went to the emergency room (ER). Customer was not admitted to the hospital. The contact declined to provide further information. Type of infusion set used was not reported.